Event description:
It was reported that during the implant procedure, the spinal cord was ¿nicked.¿ the procedure was outpatient. Two weeks after implant, the patient was called back to the healthcare professional¿s (hcp) office. The caller did know why the patient was called back, other than the manufacturer's representative ¿did some work on it.¿ the manufacturer's representative was unaware of the spinal cord being ¿nicked.¿ the manufacturer's representative was not present at the implant, and the patient had not mentioned the cord being nicked to manufacturer's representative. A month prior to report, the patient was programmed by the manufacturer's representative and it was helping, but the pain was back up to a high level again. In the last two weeks prior to report, the patient had more and more pain. The caller helped the patient change settings six times per day. The pain was gradually getting worse. The patient was getting stimulation in her lower back, but was not getting the pain relief she needed. The patient had screws in that location. The patient never had therapeutic effect. The caller mentioned pain going down the patient¿s leg as well. The patient had a CT scan, but would not get the results until monday¿¿to see if anything moved.¿ the caller requested assistance from the manufacturer's representative. The caller had been trying to reach the manufacturer's representative, but had not been successful. The patient¿s status was unknown. The manufacturer's representative would follow-up with the patient. Later, it was reported that the stimulation was in the correct areas, but the relief was minimal. It was unknown if other issues were occurring. The manufacturer's representative attempted to reprogram to change the feeling of stimulation. There was no other troubleshooting or intervention planned or taken. The manufacturer's representative had not heard from the patient since the manufacturer's representative saw her on (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).